Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: 1 implanted mitraclip, steerable guide catheter, clip delivery system. It is currently unknown if the device will be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This report is being filed because the first clip (B)(4) moved on the mitral valve leaflet post deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), grade of 4 with challenging anatomy. The first clip delivery system (B)(4) experienced difficulty grasping the mitral valve leaflets due to anatomy. This clip became caught in the chordae but was removed from the chordae without reported issue and implanted medially, reducing the mr to 4-3. The second cds (B)(4) also experienced difficulty grasping the leaflets due to anatomy. This clip had become caught in chordae twice but was removed from chordae without reported issue. The clip was deployed on the leaflets, reducing the mr to 2-3 with a mean pressure gradient of 6 mmhg. Imaging then revealed that the first implanted clip (B)(4) had moved on the leaflets. The mr had noted to increase back to 4. The decision was made to place a third clip. The third cds (B)(4) experienced difficulty grasping the leaflets due to anatomy and became entangled in the chordae. During retraction attempts, the second clip (B)(4) detached from the posterior leaflet and remained attached to the anterior leaflet. Reportedly, there was no interaction among any of the clips. The procedure was aborted and the mr remained at grade 4. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping and physical resistance due to interaction with the chordae appears to be related to challenging patient morphology/pathology. The reported partial clip movement is likely a result from the combination of the challenging valve anatomy and procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.